Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received at 01/31/2024 and tested on 02/28/2024. The pump was given the initial complaint code of "1unk1: unknown issue - unknown issue from customer" due to the pump being reported to beep, but there is no specific reason pointed to. According to the nimbus ii series complaint investigation process work instruction with document # (B)(4), any pump with an "unknown issue" complaint is to be evaluated for all acceptance criteria as defined in the work instruction, with any failures being documented. The pump's event log was also pulled and reviewed, as defined in the work instruction. After reviewing the pump's event log, several abrupt power offs were found, including one shown here on event line 256, as highlighted by the "log_event_on" codes without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. Due to the abrupt power off found during the event log review, this has caused the reportability to be changed to "yes" for the complaint. However it was noted that at one point during the flow rate test the pump started alarming upstream occlusion when it should not have. The pump had to be restarted and the occlusion was cleared. Issues of abrupt power off and upstream occlusion alarms were found, device not performing to specification.

Event description:
On 01/22/2024, infutronix received a report that a pump with an "unknown issue from customer". Device was returned on 1/31/2024 and tested on 02/28/2024. Detail of the evaluation was stated in section h of this MDR.